Event description:
A malfunction occurred displaying code malf 12, but there was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue regular use of the pump and to contact support if any further issues occurred, acknowledging the guidance provided.